Manufacturer narrative:
The date of event was originally reported to the manufacturer as march 31, 2016. However, a copy of the user facility medwatch was later received indicating that the actual event date was (B)(6) 2016. The date information has been updated in the appropriate date of event field. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: supplier - (B)(4). Packaged by: (B)(4). Manufacturing date: august 07, 2006. A material review report was initiated for scratches. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade inserter screw broke during an initial trochanteric fixation nail (tfn) procedure. This added an extra twenty (20) minutes to the case. The device broke after the helical blade was inserted; the broken part was easily removed from the blade without any patient harm. There were no fragments. The case was successfully completed and the patient status post-operatively was reported as good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the head was found to be broken off of the instrument¿s shaft. The threaded distal tip was found to be intact with clean and well-defined threads. No definitive root cause was able to be determined; however, the failure mode is typically associated with off-axis malletting during helical blade insertion. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter, for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw. The relevant drawings for the returned instrument were examined (both current revision and from the time of manufacture): top-level, shaft, and cap. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number. One material record report (mrr) was initiated for a visual non-conformance of the laser weld that connects the shaft to the cap. Two (2) parts were scrapped and returned to the supplier for rework. The supplier modified the assembly tolerances prior to laser welding in order to reduce future incidents. This mrr is not related to the complaint condition as the breakage did not occur at the laser weld, but rather the shaft fractured flush with the cap it is threaded into. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 5/10/2016: user facility medwatch report (B)(4) was received. Reportedly, the patient was undergoing an insertion of a trochanteric nail into the hip. As the helical blade was being inserted into the femoral head, the helical blade coupling screw broke. The surgeon was able to remove the coupling screw, with the use of a mallet, in order to back the sleeve out through where the helical blade had been inserted. It was reported the device was hard to use.